Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation, a polarxfit and polarsheath were selected for use. Shortly after inserting the polarsheath and polarxfit catheter, the patient experienced a st segment elevation in the inferior leads. It resolved within five minutes with no medical or surgical interventions required. The physician was able to successfully complete the procedure. The patient was doing well post procedure and was to be discharged same day. The physician believed it was likely that a small air bubble was introduced into the patient through the manifold. However, it was reported that no air was heard being sucked through the sheath or catheter, and no air was observed. The catheter had also never been removed and reinserted into the patient. The physician did not believe this was the fault of any of the boston scientific devices used during the procedure. The devices were disposed of and therefore will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.